Event description:
Baxter (B)(4) received a report that an infusor, which was empty, had reportedly re-inflated during patient use. The reservoir reportedly inflated to the point that it touched the sides of the housing. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of an infusor, which was empty, then reportedly re-inflated, was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. The bladder was observed to be deflated and not touching the sides of the bottle. A functional flow test was performed by manually filling the bladder with dextrose solution and monitoring the device for 24 hours. After the solution was emptied from the bladder, the bladder did not re-inflate or touch the sides of the bottle. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.